Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the customer felt the longevity is shorter than expected on the device. The device will be explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.